Event description:
The customer's mother reported via phone call that the customer had an issue where the pump would not disperse the units and her blood glucose was 400 mg/dl. Customer was in the hospital with bronchitis and pneumonia. Customer has been given insulin via syringe. Customer's mother believes that the amount of the bolus that was generated was incorrect. Customer's mother was advised that the bolus was delivered off of the active insulin that was already in the customer's system. It was found that the blood glucose value and carbs were entered correctly. It was found that the bolus estimate was adjusted. Customer's mother was explained that adjusting the bolus estimate may cause high or low blood glucose. Customer has been off the insulin pump since friday.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.